Manufacturer narrative:
Product ID: 389033, lot# v018297, implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: lead. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2015, product type: extension.

Event description:
Additional information received from the manufacturer representative reported that the battery was replaced and the implantable neurostimulator (ins) was reprogrammed. The patient was doing well, and she was satisfied with stimulation. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 389033, lot# v018297, implanted: 2010 (B)(6), explanted: 2015 (B)(6); product type lead product ID 3708340, serial# (B)(4), implanted: 2006 (B)(6), explanted: 2015 (B)(6); product type extension product ID 389033, lot# j0343694v, implanted: 2003 (B)(6); product type lead product ID 37752, serial# (B)(4), implanted: 2006 (B)(6); product type recharger product ID 3708360, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 37742, serial# (B)(4), implanted: 2006 (B)(6); product type programmer, patient. (B)(4).

Event description:
Medical records from the health care professional were received. The patient came in for a consultation for eos right scs and medically refractory complex regional pain syndrome. The patient was having left leg numbness and side of her leg down to her big toe with burning type pain which was burning. Medical history includes high blood pressure and rsd. The patient had gait and muscle pain/weakness. The plan was lumbar drain for spinal block and thoracic laminectomy for paddle lead implant. The patient's pain started in the early 1980's and 1990's. She ruptured a disc in her back at l2. She had surgery, then a further decompression after she had further nerve compression. The rupture happened when she had a headache and vomiting spell. She developed scar tissue that led to the second operation within a couple of years. She was then diagnosed with reflexive sympathetic dystrophy. She received a sympathectomy which gave her two years relief. She had complete relief in her symptoms. No burning and no pain for approximately two years in her arm and leg. The pain came back. In 2012, she had to have a mesh repair from the previous anterior abdominal approach and she had a significant amount of numbness in that lumbar area. She had a large abdominal mesh surgery and they figured that she was going to have severe pain but her numbness covered that area and she needed no pca pain medication or significant IV pain medication. The patient saw another hcp and they put in the two four contact system. There was one in the left cervical spine and one in the thoracic spine. In 2008, she got a 5-6 acdf and an l2-l5 revision surgery, posterior fusion surgery. The patient stated her pain back then has reoccurred currently. She has left leg numbness and basically the whole medial side of her leg down to her big toe. She has anesthesia dolorosa symptoms in that area. She has burning type pain which is consistent with her crpstype 1 symptoms in the lateral aspect of her left leg that was unchanged in nature. Her neck pain was evaluated and did a myelogram and stated she does not need surgery. Physical therapy had helped but was having weakness in her legs. She stated she has a hard time getting going. Two weeks ago, she had severe cramping pain and had a difficult time just getting moving. The patient has a hard time sitting for any length of time and having stimulation on or off does not change some of her pain symptoms and also her weakness and inability to mover her legs. The main concern was about ambulation and function. The patient's battery was at end of service, and needed a right generator replacement. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information regarding the aborted procedure on(B)(6) 2015 was received in the medical records. The patient's preoperative and postoperative diagnoses included: 1) complex regional pain syndrome type 2 and 2) nonfunctional thoracic percutaneous stimulator lead. The procedures included: 1) lumbar drain for spinal block at t6; 2) fluoroscopic x-ray for placement of lumbar drain and spinal block and evaluation of percutaneous leads; 3) attempted and aborted bilateral thoracic laminectomy for paddle lead implantation. The estimated blood loss was 9 ml. The complications included: aborted procedure due to hypotension and bradycardia and concern for hypoxia with extreme sedative effect and concern for respiratory compromise from spinal block. Counts: correct x2. Disposition: ICU intubated. Indications for procedure: the patient is a (B)(6)-year-old female who has had multiple spinal cord stimulator surgeries and usually has had an excellent benefit from her spinal cord stimulation. She was getting nonfunctional stimulation, especially in her left leg and back area. It sounded like she might have had a percutaneous lead issue. Given the fact of all her revisions, it is unlikely another percutaneous revision would give her any benefit. The physician had recommended on multiple occasions that she get an intrathecal pain pump. The physician had offered to do a paddle lead revision of her inferior thoracic lead which she knew after discussing with the physician would be extremely difficult because she would like to keep her cervical lead, that would also prohibit them from using bovie cautery. Her previous fusion also may make it difficult to place spinal block, but she wished to try. The other option was a cervical paddle lead which she preferred not to, since she was getting excellent cervical stimulation coverage, and morbidity with healing the incision. Description of procedure: the patient was brought to the operating room and was given a foley catheter per her request before flipping prone onto gel rolls awake. After she was appropriately padded, positioned, and secured on the operating table and made as comfortable as possible, appropriate time-out indicating the patients name, type, location, procedure, appropriate use of antibiotics, any allergies, any concerns with anesthesia, and concerns in general were all discussed. She was prepped and draped in normal sterile fashion. Using fluoroscopic x-ray brought in sterilely, they went ahead and fluoroscoped her lumbar spine area. They could see the top of the l2 fusion previously. They went above the crosslinks at approximately l4 inferiorly they went ahead and injected 1% local lidocaine with epinephrine to inject the tract site. Then they used the tuohy needle in midline to access the csf space without any difficulty and fed a lumbar drain catheter up to the t6 level without difficulty. They pulled the tuohy needle out along with the guidewire under no tension. At that point in time, they went ahead and injected 2 ml of 0.75% marcaine intrathecal formulation. They waited several minutes and see if that was giving her any relief. She had a right gluteal generator pocket from her old hardware and she was still sensitive around that area to sharp pain. They went ahead to use fluoroscopic x-ray to mark the levels appropriately. Then since she did not have significant anesthesia in the areas of surgery, they went ahead and gave her another 2 ml intrathecal marcaine. Shortly after that, she had excellent coverage of anesthetic around her plate incision which would be at t10 and t11 laminectomy, but she would prefer t9 superior placement of her paddle lead. They went ahead and made an incision and stapled optitoam in to guard the skin edges using a 10-blade knife using fluoroscopic x-ray to plan that incision. Shortly after placing optifoam, she had an episode of desaturation to 90%, some bradycardia, and also some hypotension. The patient had sinus bradycardia, but an otherwise normal ECG. The attending of anesthesia alerted the physician of this fact. The physician pulled off the lumbar drain, they sat her up in reverse trendelenburg. Then they quickly stapled the incision closed. There was a brief moment where her vitals stabilized, but she was nonresponsive and the block went superiorly into her cervical area. He felt it was unsafe to continue and the physician agreed with that assessment. At no point in time did she have a full cardiac arrest or significant hypoxia below 90% from what the physician could tell, but felt it was safe to go ahead and flip her over onto a cart. They dressed the wound, after they got her airway and blood pressure situated, with a tegaderm-type dressing. They then were able to get her to respond by saying yes/no, and moving her mouth even though she seemed significantly weak. They asked her if she requested an et tube, which she did. So another doctor was able to intubate her without any difficulty and then give her a local anesthetic. She stayed in the ICU overnight. They planned to watch her and talk about extubation the next day after her block wore off. In regards to the anesthesia records, the patient developed high spinal after spinal block - apnea, hypotension. Ephedrine was given and easily mask ventilated even when prone. The patient was very weak - unable to protect airway, unable to squeeze hands, unable to take any reasonable tidal volume. The patient needed intubation until high spinal block wore off. The patient had a tracheal intubation. The patient was seen in the neuro intensive care unit shortly after her arrival there from the operating room with the doctor. The patient reportedly developed hypotension and respiratory distress while prone on the operating table shortly after marcaine injection. The operative procedure was aborted. She had urgent closure of the operative wound and was intubated and taken to recovery room and then to intensive care. Neurosurgery has requested that she remained intubated overnight. At the time of arrival to the ICU her blood pressure and heart rate were satisfactory. Reportedly the blood pressure returned to normal rapidly after her reintubation. There is no evidence of hives rash or anything to select suggest anaphylaxis. She has no history of sensitivity to local anesthetics. There is no evidence of interstitial pulmonary edema or aspiration. The patient's chest x-ray is clear. On spontaneous breathing trial she has adequate ventilatory mechanics. The physician felt feel she can be extubated tomorrow morning when deemed appropriate by neurosurgical team. The patient suffered a transient hypotensive event with accompanying respiratory distress intraoperatively that appears to be self-limited. There was nothing to suggest anaphylaxis or a myocardial ischemic event. The following were noted: csf leak, hypotension, and acute respiratory failure. The following was reported in the progress notes the following day: the code status was full code status on (B)(6) 2015. The patient had been at the hospital for 1.03 days. There were no acute events overnight. The patient remained intubated and sedated overnight. The patient was extubated without difficulty. The neurosurgical team performed further closure of the dural csf leak. The patient had no fever, no blurring of the eye, no shortness of breath, no chest pain, no vomiting, no back pain, no dizziness, and alert and oriented x4. The patient's allergies included: ciprofloxacin; sulfa drugs; demerol; ace inhibitors; amitriptyline; neurontin. There was no evidence of hives rash or anything to suggest anaphylaxis. The patient had no history of sensitivity to local anesthetics. There was no evidence of interstitial pulmonary edema or aspiration. The patient's x-ray was clear. On spontaneous breathing trial, she had adequate ventilatory mechanics. The radiology results from a xr chest pa ap portable on (B)(6) 2015 included the following impression: the comparison exam is 2 views chest (B)(6) 2011 . Endotracheal tube tip 2.8 cm above carina. Cervical spine fixation hardware present. Spinal electrode. Additional wire-like device overlies the chest. Heart size within normal limits. Medial bilateral lower lung atelectasis/hypoventilation. No pulmonary edema. No pneumothorax or appreciable pleural elfusion. The next day, the impression of the same x-ray included hypoinflation with clearing left lower lobe airspace disease and residual l bibasilar local atelectasis. The following was handwritten on (B)(6) 2015 in the progress notes. The patient had a cranium culture and e. Coli, abundant b. Fragiles, staph aureus, (B)(6), and pseudomonas was noted. Of note, the patient had been given antibiotics. The patient underwent an epidural blood patch with the physician on (B)(6) 2015. The patient's indication was spinal headache (ha). The spinal headache occurred after the lumbar drain during scs complicated by high spinal requiring abortion of the procedure and emergent intubation. The patient stated that her ha is similar to spinal ha she had in the past. The patient had successful blood patches in the past. The ha was frontal in location and was much worse in the standing position, although still present when supine. The patient has photophobia. During the epidural injection procedure, the patient noted some head and neck pressure but no back pain or paresthesia. There were no immediate complications. The patient was re-evaluated approximately an hour later. The frontal ha resolved, even when sitting upright. The patient had mild occipital pain that was unchanged by positioning. This improved the patient's he adaches. It was noted that, a spinal fluid leak was possible as she laid flat in the ICU following the aborted procedure and as she had the lumbar drain. The patient laid flat for 48 hours following the blood patch, was very irritable when she was doing this, and a soon as she was allowed to mobilize on the day of (B)(6) 2015, she was mobilized gradually on (B)(6) 2015, and then went home on the morning of (B)(6) 2015. The patient was discharged on (B)(6) 2015. The discharge exam was stable to preoperative exam. Medications during the course of the visit were given including: pain medications, stool softeners, medications for the stomach, and antibiotics.

Manufacturer narrative:
Upon further review, removed patient code and replaced.

Event description:
It was reported that the patient was in for a routine battery replacement and requested the thoracic lead be replaced with a lami. L ead. The patient hoped to get more stimulation in her left leg and less in her back with the lami. Lead and decided to replace the lead without reprogramming done by the manufacturer¿s representative (rep). The lead was reprogrammed prior to surgery to see where the placement of the lami. Lead would be best. It was noted she had a 1x8 lead. However, the surgery was unable to be completed since after the spinal was given to keep the patient awake it spread too high and the patient lost the ability to breathe. The patient was intubated and transferred to the ICU until the medication wore off. The patient was extubated the following day and a blood patch was given. The old lead and old battery were not explanted and everything was left as is. The issue was not resolved at the time of the report but the rep. Was going to be following up with the patient on (B)(6) to reprogram them with the current 1x8 lead and discuss the battery replacement without replacing the lead. At the time of the report the patient was alive with no injury. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 389033, lot # v018297, implanted: (B)(6) 2010, product type lead; product ID 3708340, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 389033, lot # j0343694v, implanted: (B)(6) 2003, product type lead; product ID 37752; serial # (B)(4), implanted: (B)(6) 2006, product type recharger; product ID 3708360, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 37742, serial # (B)(4), implanted: (B)(6) 2006, product type programmer, patient. (B)(4).